Manufacturer narrative:
Qn# (B)(4). The customer provided two photos for investigation. The complaint of arterial catheter separation was able to be confirmed from the second photo as it revealed that the distal portion of the catheter body had separated and remained within the patient. The first photo revealed two arterial catheters side by side; one had a portion of the distal catheter body missing which matches the sample received. The additional device pictured was not returned, however this device appeared to reveal a bent/damaged guidewire protruding out of the catheter body. The customer also returned one arterial catheter body for evaluation. Clear signs of use were identified as there was biological material on the catheter body. Visual analysis revealed that the catheter body was separated at the distal end. Both pieces of the catheter body were returned for investigation. Microscopic examination confirmed the damage and revealed that the point of separation was angled, smooth, and showed no evidence of stretching. This damage is consistent with contact with the needle bevel during an attempted insertion. The catheter body was separated 0.2675" from the distal end. Both catheter body extrusion pieces were measured. The proximal portion was measured from the proximal edge of the catheter hub to the point of separation, and the distal portion was measured from the point of separation to the distal tip. The pieces measured 0.2675" and 2.3195" respectively, totaling 2.587", which is within the specification limits of 2.535"-2.605" per the catheter assembly product drawing. This indicates that all of the catheter body extrusion was returned for investigation. The catheter body outer diameter measured 0.046", which is within the specification limits of 0.045"-0.047" per the catheter extrusion product drawing. The catheter body inner diameter at the point of separation measured 0.035", which is within the specification limits of 0.035"-0.037" per the catheter extrusion product drawing. Functional inspection could not be performed due to the condition of the returned catheter. A device history record review was performed with no relevant findings identified to suggest a manufacturing issue. The IFU provided with the kit informs the user, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The report of arterial separated catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was severed towards the distal end. The appearance of the points of separation were consistent with damage resulting from the catheter coming into contact with the needle bevel during use. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the catheter separated in the patient body, and pull out of from the patient." The catheter required surgery for removal. The patient's current condition is reported as "fine".